Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device overheated during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The device overheated during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.